Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient reported that the transmitter bursted. No medical intervention was reported. Additional event or patient information is not available. No product or data were provided for evaluation. The reported event could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and failed. The transmitter voltage test failed. Test fit on sensor pod: passed. The complaint is confirmed because the transmitter is damaged.the reported event of was confirmed . A root cause could not be determined.